Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the left ventricular threshold more than doubled and was high. The elevated pacing threshold went above the programmed value causing loss of capture as indicated in diagnostics. During the implant of the lead, the physician had a difficult time removing the whisper guidewire and it had a kink in it removing all the tie-down sutures. The physician feels that tie down sutures may have may have been overtightened. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.